Event description:
Rec'd a report from abbott laboratories affiliate, abbott france, stating that "a pt disconnected the tubing at the stopcock level and has connected it to oxygen tubing". Resulting in death. The pt was ordered oxygen at 3l/min. A new IV line was placed after the event. Abbott international has queried for further info; no further info has been rec'd.